Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the emergency room on (B)(6) 2021 after experiencing inappropriate shocks due to right ventricular lead noise. The lead was explanted and replaced without further consequences. The patient was stable throughout.